Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the implant was opened for surgery and upon inspection dark marks were found on the surface. Another nexgen tibia was used in its place.

Manufacturer narrative:
It has been determined that the reported device was manufactured by zimmer (B)(4). Please see manufacturing report number 2648920 - 2016 - 00867. This report is considered closed.